Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were found unconscious by their husband. He called the ambulance and when they arrived, the cgm was displaying 67 mg/dl compared to the bg meter reading of 20 mg/dl. The patient indicated they were brought to the hospital and treated with intravenous (IV) therapy to increase their blood sugar. At the time of contact, the patient was still in the hospital. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. However, this is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.